Manufacturer narrative:
Conclusions a temporal relationship exists between ccpd therapy with the liberty cycler and the reported hernia and event of peritonitis, however, there are no allegations against the liberty cycler or any fresenius products. It is unknown if the patient had a breach in aseptic technique resulting in the peritonitis, however, it was documented in the medical records that the patient has recurrent peritonitis. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. A prior history of hernia and the placement of the pd catheter are risk factors for increased likelihood of hernia formation. It is unknown if the patient had a history of hernia or this was a pre-existing condition as no information was available. The alleged event was not confirmed. The complaint sample was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient was hospitalized for non-compliance. During review of the medical records, received for a separate file, it was noted that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy since (B)(6) 2016 was diagnosed with peritonitis and a seroma hernia (unknown location) on (B)(6) 2017. Additional information was solicited.